Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4042 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet bent during PICC placement. No other information is available.

Event description:
It was reported that the stylet bent during PICC placement. No other information is available.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The PICC was not returned for investigation. The core wire was kinked at the proximal end of the septum on the t-lock extension set. The yellow tab was positioned 26.6cm from the proximal end of the septum on the t-lock extension set, which indicates that part of the stylet had been retracted through the t-lock extension set. A kink was observed in the polyimide tubing 3.9cm from the distal tip of the stylet. A microscopic examination revealed that the polyimide tubing was intact. The kink was positioned between two adjacent magnets. The core wire was also kinked at that location. It was reported that the stylet bent during use. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recx4042 showed no other similar product complaint(s) from this lot number.